Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has been completed.

Event description:
A third party supplier to a customer has reported a conflict in treatment on a patient management system after treatment with the third party supplier's medical device.

Manufacturer narrative:
Updated with UDI number. The issue cannot be reproduced internally and the customer was unable to provide the steps they used to reproduce the problem. It is concluded that mosaiq is working as designed and intended and this is user error. Based on the available information, a patient was mistreated in this case. The mistreatment could possibly lead to serious injury.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. From the machine logs it has been determined that mosaiq was in the process of recording the beam records when mosaiq was re-started. After mosaiq re-started, the beam records for these fields were lost and the site manually recorded. When this issue occurs, it is obvious to the user that the treatment was not recorded (or recorded incorrectly). With the data from the machine log, the user (with help from our product support) would be able to verify the actual treatment and the user could record manually what was treated or correct any incomplete/incorrect treatment. This issue would not lead to serious injury. Please note that this has been submitted through webtrader as follow up #2. Unfortunately due to an administrative error follow up #1 for mrf no. 2950347-2018-00030 was submitted through webtrader for the wrong elekta case (elekta ref. 02614278) webtrader will therefore not allow this report to be submitted as follow-up 1.